Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical became aware of a report for an event which occurred in poland stating, "image problems" involving pentax model ec38-i10cf2/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax medical bulgaria service workshop where the following was confirmed: foggy, misty image. The cmos assy will be replaced. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.